Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tube overfilled and caused the stopper to pop off during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "I would like to report a problem with citrate tubes ref: (B)(4) lot number 8302678 it does not stop at the level and if we do not pay attention the cap pops out." Customer adds that it only happened with one rack and that it might be linked to it falling.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill and stopper creepout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill and stopper creepout with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tube overfilled and caused the stopper to pop off during use. The following information was provided by the initial reporter, translated from french to english: "I would like to report a problem with citrate tubes ref: 363048 lot number 8302678 it does not stop at the level and if we do not pay attention the cap pops out." Customer adds that it only happened with one rack and that it might be linked to it falling.